Event description:
Inflammation of meninges; febrile presentation. Info was received on 1/17/07 from a physician via a distributor in chile regarding a pt (age, sex and initials unk) who underwent surgery for a herniated nucleus pulposus. One sheet of seprafilm placed during the surgery. The pt later had a febrile presentation with inflammation of the meninges and was treated with corticosteroids, which lessened the inflammation. The physician considered the events to be possibly related to the "ha formulation."